Event description:
During the summer of 2007, I went in for the essure procedure. The procedure was very easy and I felt great afterwards, just some mild cramping. I noticed my first menstrual cycle after the procedure I felt a different pain in my lower right abdomen. It felt as if something was poking me just under the skin. It was very painful and I talked to my ob about this pain and he stated it was an unfortunate side effect and should go away after a couple of months and recommended I take ibuprofen around the clock during menstruation. The pain got progressively worse each month. A year later, I changed jobs and moved so when I went to see an ob about my pain I went to a different ob specializing in the essure procedure. I told her about the pain about it being unbearable. She felt on my abdomen to find the source of the pain and it was right in place of my right fallopian tube. I knew then I wanted the coils to come out because of the pain. My doctor performed a partial hysterectomy removing my uterus and fallopian tubes. I still had both ovaries at the time so I still went through my monthly menstruation minus the actual period itself. The very first time I would have had a period I received the pain again on my right side. It came every 3-4 weeks lasting about 4-5 days long. I went back to the ob with my pain and she performed an ultra sound. She found a cyst on my ovary. She then determined that my pain was probably from the ovary itself and not from the essure coils. She removed the right ovary via another surgery, leaving me with only my left ovary. Since my oophorectomy was performed I have still been in severe pain on my lower right side. My ob stated that it was probably muscle damage. I have been on several different pain medicines for the pain and muscle relaxers and nothing works. The pain is now on my left side of my lower abdomen as well. Six months ago, I went to my family physician frustrated because I had no answers and she felt that it was possible nerve damage due to the pain being so close to the surface of my skin. My pain feels just under my skin and feels as if it is located in the fatty tissue of my lower abdomen. My family physician sent me to a physical therapist to work through the scar tissue thinking that it was possible that scar tissue had trapped a nerve. My physical therapist worked out the scar tissue and cannot determine what is wrong with me. She feels that there is definite nerve damage there because part of my abdomen around the belly button is completely numb whereas parts of the abdomen has a lot of pain. The pain has been constant for 5 years. I always feel pain in that area but during menstruation the pain gets so unbearable. I never had this pain until I had the essure procedure. It started my very first period after the procedure and in almost 5 years I've not had a normal menstruation. I know that it isn't menstrual cramps because the pain feels very close to the surface. I don't know if it is nerve damage or if a coil has been lodged along the pelvic wall. I have had 2 surgeries and been in care of a physical therapist. I have been on medication for 5 years trying to alleviate the pain. I have missed work from this pain and I am a single mother, I cannot afford to do that. Hysterectomy to remove, essure procedure, after pain still occured had oophorectomy and removal of remaining right fallopian tubes. Physical therapy was performed as well to remove scar tissue, still in pain.